Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the evening of (B)(6) 2025, between approximately 6:00 and 7:00 pm, the patient (who resides with her daughter) began experiencing extreme fatigue and mental fogginess. She does not recall receiving any alerts from her glucose monitoring device or noticing any signs of low blood sugar. The next memory the patient has is regaining consciousness on the ground, with her daughter attending to her. Her daughter had found her unresponsive and promptly administered electrolytes to help wake her. It took approximately 30 minutes before the patient was able to stand and take a shower. No injuries were sustained during the episode. The patient was unaware of her glucose levels prior to losing consciousness. Her daughter later informed her that her cgm reading had dropped from 120 mg/dl to 70 mg/dl during the incident. The patient did not seek medical attention, as her daughter was able to manage the situation and provide care at home. The patient is using a tandem mobi insulin pump. At the time of the report, the patient was still feeling foggy and tired. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.